Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How long was the delay? Please specify in minutes. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). Additional h11: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences , was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4). Device property of none, device in possession of none.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, suture straight away disengaged from the needle during the first stitch. No adverse patient consequences were reported. Additional information was

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 12/1/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. Additional information was requested, the following was obtained: how long was the delay? Please specify in minutes. Ans: 5min. Was there any change in the patient¿s post-operative care due to the prolonged procedure? Ans: nope. The defect suture was not use on patient. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). Ans: (B)(6). Procurement I charge. Needle send together which is inside the container. Kindly pls recheck. H3 investigational summary: the product was returned to ethicon for evaluation. One empty winding former that pertains to product code vcp494g was received for analysis. The visual assessment of the product noted that as the suture or needle was not returned, the event described could not be confirmed. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.